Manufacturer narrative:
A titan otr pump was received for evaluation. A separation with abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on both exhaust tubes of the pump. These were not sites of leakage. Based on examination of the returned product, it was concluded that while in-vivo both pump exhaust tubes overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot # 2697327.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2011 and revised on (B)(6) 2021 due to at the beginning of (B)(6) 2021 the implant would not cycle, scrotum filled with fluid. Intra-op, notable for tubing break near the pump.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a break in the tubing by the pump. The device was not cycling and the patient's scrotum filled with fluid. The device was removed.